Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported after valve deployment, the sapien 3 valve moved to the aortic side, and paravalvular leak was observed at the left coronary cusp. During valve alignment, the right coronary cusp position was good, however, the left coronary cusp was at the borderline. It was decided to do a valve-in-valve (viv) with a second 23mm sapien 3 valve. This second valve was placed more ventricular regarding the first valve which resolved the paravalvular leak. The patient final outcome was good. As per medical opinion, the root cause of the event may be related to the severe annular calcification.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided and the following was observed: native annulus appeared to be calcified. Valve positioning appeared too aortic with respect to the aortic root/base of cusps. Deployed thv appeared canted and too aortic. Paravalvular retrograde flow with contrast media was observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and paravalvular leak were confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. As reported, ''during procedure the valve alignment of the right coroner cusp position was good, however, the left coronary cusp was at the borderline'' and ''after valve deployment, the sapien 3 valve moved to the aortic side, and paravalvular leak was observed at the left coronary cusp side.'' Per imagery evaluation, it confirmed the presence of calcified annulus, which due to its rigid characteristics could have caused the thv to get pushed upward or toward aorta during deployment. In addition, from imagery evaluation, the initial valve positioning was too aortic, which could also lead to the malpositioned thv, as reported. Per training manual, ''position thv with bottom of center marker at base of cusps''. As such, available information suggests that procedural factors (valve positioning/deployment technique) and/or patient factors (annular calcification) may have contributed to the complaint event. Due to the thv malposition, wherein the valve was deployed too aortic, it is likely that the pvl skirt was unable to properly seal against the annulus such that this led to paravalvular leak (pvl). It is also possible that the presence of significant annular calcification resulted in irregular contact between the annulus and the thv, leading to pvl. As such, available information suggests that procedural factors (thv malposition) and/or patient factors (annular calcification) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.